Event description:
The customer reported that the image occasionally disappears from the screen. The pins were not setting position correctly.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep affixed the pins in the console connector. The system now operates as intended.